Manufacturer narrative:
(B)(4). Device evaluated by MFR.: synergy ous mr 4.00 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified damage. Strut rows 6 and 7 from the proximal end of the stent were lifted and pulled distally. The crimped stent od(outer diameter) of the undamaged section was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). Following pre-dilatation with a 3.5 x 15mm maverick balloon catheter, a 4.00 x 24 synergy¿ drug-eluting stent was advanced but it was unable to cross the lesion. The procedure was completed with a different device . No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.